Manufacturer narrative:
(B)(4). Reporter has been received and investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a left knee arthroplasty. After fifteen years, patient was considered for revision procedure. During revision procedure, the surgeon had difficulty inserting the implant and was not locking with mating implant. Surgery was completed with a different implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Evaluation of the returned patellar component identified the component diameter was conforming to print specifications and the device was the correct size. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.